Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Last week we had an l2-pelvis procedure with expedium 6.35. When it came time to final tighten, the first couple of caps final tightened properly and with ease. Then, halfway through, the final tightener shaft started slipping from the set screws. We had the surgeon take a look at the tip and it was noticed that it was pretty malformed and the notches on the tip were mushed down, cause the driver to slip. We took out the replacement final tightener shaft and completed the procedure successfully properly locking down all the caps. The procedure was completed successfully without patient harm.

Manufacturer narrative:
One (1) mmsi final tightener (product code: 2797-12-600) was returned to the complaints handling unit (chu) for evaluation. Visual examination of the tightener confirms that 0.5mm of the hex-lobes on the tightener distal tip had become stripped. Also, the observed damage notes that it is in the direction of tightening. This damage is consistent with a driver that was on axis, however, not fully seated during use. Noted damage also suggests that it was likely attributed to unanticipated torsional forces during tightening, resulting in the tips becoming stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the x25 tightener slipping while tightening the set screws and the distal tip becoming stripped cannot be positively determined. However, the observed damage is localized to the distal tip of the tightener drive feature suggesting that a possible root cause may likely be that the tightener was attributed to unanticipated torsional forces during tightening, resulting in tip becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.